Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remained powered off even when the power button was pressed; multiple power outlets were tested, but the device did not power on. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down. A field service engineer (fse) checked the station and found that drawer 2 was causing the station not to boot up. The fse replaced the drawer controller, rebooted the system, ran diagnostics and tested the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.